Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms in both unipolar and bipolar. Sensing was at 6.2 mv and rv thresholds were at 2.3v at 1.5 ms. Over the last 48-65 months, pace impedance trends showed a slope from 400 ohms to 1900 ohms. Thresholds also increased over time. Technical services (ts) discussed that the likely cause was physiologic, either calcification or scarring around the tip or ring. Rv pacing was less than 1%. This rv lead remains in service. No adverse patient effects were reported.